Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm cleared and the customer continued to use the pump for insulin therapy; however, ultimately the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was approximately 200 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.